Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had a 3.5 x 12 mm, 3.0 x 18 mm and a 3.0 x 8 mm xience v stent implanted. In 2009, the pt experienced chest pain (angina). The pt was hospitalized. Diagnostic coronary angiography revealed in-stent restenosis and percutaneous coronary intervention (pci) was performed as treatment. No additional event or pt information is available.

Manufacturer narrative:
The additional xience v 3.0 x 18 mm 9lot # 8071661); xience v 3.0 x 08 mm (lot # 8040961) mentioned are being filed under the same manufacturer number. Angina and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Also, angina, stenosis and hospitalization are listed in the risk assessment. There was no report of any product malfunction at the time of the stent implants. It is possible that the angina is a secondary effect of the restenosis which was treated with pci and required hospitalization.